Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse event of death. Although the patient was connected to the liberty select cycler at the onset of the event, there is no allegation or objective evidence indicating a liberty select cycler product deficiency or malfunction caused or contributed to the patient¿s expiration. The end stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. However, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the patient¿s expiration. Given the absence of a discharge summary, cause of death, esrd death notification, pending manufacturer evaluation and the concurrent relationship shared between the event and the utilization of the liberty select cycler; there is insufficient evidence to conclude the root cause of the event. Should additional information become available, please resubmit for a clinical review and the clinical investigation will be updated accordingly. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired on (B)(6) 2019 during pd treatment. The cause of death is unknown and no patient details were available. Per a follow up with the pd registered nurse, it was reported that the patient¿s details were erased from their database and were not available. It was reported that the patient expiration was unrelated to pd therapy or the use of any fresenius device, drug, or product. A death certification has been requested, however, to date it has not been provided.